Event description:
It was reported and through investigation that a patient with a 23mm 3300tfx aortic valve implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to deterioration, stenosis, and insufficiency. The tpvr procedure was successfully performed with a 23mm 9600tfx valve and surgical valve fracture with 24mm atlas gold balloon (at 18 atm). The patient tolerated the procedure well and was transferred to pacu in stable condition.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to stenosis and insufficiency. The procedure was performed successfully with a 23mm 9600tfx transcatheter valve.